Manufacturer narrative:
The steris service technician believed he had sufficiently drained all residual steam from the generator and proceeded to service the unit. In the process of removing the heating element, residual steam escaped the unit and impacted the technician who was positioned at the opening of the chamber. On (B)(6), 2011 steris corporate health and safety issued a notification to field management to remind all technicians of the proper instructions for performing preventative maintenance on steam sterilizer generators and to always follow established procedures when performing work.

Event description:
The user facility reported that a steris service technician was performing preventative maintenance on the heating element of the sterilizer's steam generator when hot steam came out of the generator's chamber and onto his hands, arms and leg. He is being treated for burns to his hands, arms and leg.

Event description:
Steris confirmed the technician has returned to normal work duties.